Event description:
X-rays indicate the head became disassociated from the stem. A revision surgery is required for 1 yr 4 months post op. Additional information has been requested. This device is used for treatment.

Event description:
X-ray indicate the head became disassociated from the stem. A revision surgery was performed at 1 yr 9 months post-op. The head of the implant was replaced during the revision surgery. This device is used for treatment.